Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined.

Event description:
Information was received that a follow up nerve release/ fasciotomy procedure was performed on (B)(6) 2020. As per the reporter, the patient developed compartment syndrome.

Event description:
Additional information was received that an osteotomy revision took place on (B)(6) 2020 to continue lengthening treatment. As of (B)(6) 2021 the desired lengthening goal was achieved, however, the patient developed a valgus deformity. A guided growth implant has been implanted to gradually correct the deformity.

Manufacturer narrative:
Additional data: b5, b6, d9. Corrected data: d6 - initial report indicated an explant date of (B)(6) 2020. Based on the new information provided, the device was not explanted. A supplemental report will be submitted if/when any additional information is provided.